Event description:
It was reported that a malfunction alarm occurred with code malf 12, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised they could continue using the pump and to contact technical support if the issue reoccurred.